Manufacturer narrative:
(B)(4). Method: no complaint cannula was received for evaluation. Our investigation is based on a photograph supplied by the customer. Results: visual inspection of the supplied photograph revealed that the tubing was torn by the manifold. Conclusion: the observed damage to the complaint cannula is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Our f&p representative has arranged to provide further training to the hospital in setup and fitting of the cannula.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel (f&p) healthcare representative that an opt944 nasal cannula was torn, causing the patient to desaturate. No further patient consequence was reported.